Event description:
The introducer set was placed in the left femoral artery. The stick was difficult due to scar tissue from previous surgeries. After sheath placement, a glide wire was advanced through the sheath. Flouroscopy was utilized and wire placement was checked. At that time, it was noted the radiopaque marker band had separated from the sheath. It was over the wire in the descending aorta. The radiopaque marker band was successfully removed with a snare.